Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the dll controller had a short circuit error message and the main pcb component has damages. A smell of smoke was noticed coming from the device. Incident occurred while setting-up for an acl procedure. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h6. The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found burned resistors on the mainboard. A functional evaluation revealed a short circuit in both ports. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include a shorted component on the pcb or a defective port harness.